Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt woke up to turn stimulation on and stimulation would not turn on. The pt received a low battery warning on the pt programmer. The pt was scheduled for an appointment with the physician. Follow-up revealed the ipg was replaced and effective stimulation achieved post-operatively.